Event description:
A surgeon reported larger ablation, more tissue removed, post bilateral lasek/prk treatment. This report concerns the pt's left eye.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).